Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an unexpected receiver shutdown was reported. Product was provided for investigation but there was no data in the investigation window. The allegation was undetermined via product. The probable cause could not be determined via product.